Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing a procedure for an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that when inserting bent tip stylet into lead at the proximal end of lead, the insulation pulled away in this area. This occurred right away and the patient was not in contact with lead at all. An out of box issue was suspected. The hcp used a new lead without issue. The rep reported they did not see the lead when it came out of the box, the rep saw it when the scrub tech asked if it looked right and the bent tip stylet was already loaded into the lead, and it was then that rep observed the insulation was pulled away from the wire below. It was not known whether there was an issue with the technique used. No further complications were reported or are anticipated.